Event description:
The patient experienced spasticity with malfunction baclofen pump. The problem was a malfunctioning right lower abdominal baclofen pump. There was easy aspiration of cerebrospinal fluid (csf) from intrathecal catheter.